Event description:
The 15mm inner cannula tubing from two size 8 cfn, cuffless fenestrated tracheostomy tubes were splitting and cracking. The devices were in use from one to two weeks when the reported problems were detected. There was one patient involved with no reported patient compromise. Only one of the 8cfn devices is available to be returned to the manufacturer for identification, analysis and investigation. As of the date of this submission, the device has not been received by the manufacturer.